Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented with low pacing impedance noted on the patient's right ventricular (rv) lead. Additionally, extracardiac stimulation was noted on the rv lead, causing patient discomfort. No lead anomalies were observed. Corrective programming changes were recommended and the patient will continue to be monitored to resolve the event. No additional patient consequences were reported.

Event description:
New information received notes that the right ventricular lead was capped and replaced on (B)(6) 2023. Additionally, a new instance of low pacing impedance was noted along with new malfunction of over-sensing of noise. The patient was stable throughout.